Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set tubing detached from hub. The infusion set was in use for 1 day. No further information available.